Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse(rn) contacted fresenius technical support to report the liberty select cycler was off when they walked in the patient's room. The rn stated that the staff was instructed to turn the cycler off. The rn canceled the treatment. The fresenius technical support representative reviewed the alarm history and found the cycler was receiving hb make sure heater bag is on heater tray during fill 4. Patient contact indicated that they may not be able to retain the treatment supplies because the hospital protocol may not permit it. Additional information was requested; however, to date not provided